Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information received: patient is fine, jaw piece not retrieved. I was using it transanally for a marsupialization of a chronic leak...it broke off and is likely in the chronic abscess cavity...I am not worried about it, the device was received with the electrode partially separated from the ceramic and the electrode is still attached to the active rod. In addition, the upper jaw was detached not returned. The device was connected to the generator and it was recognized. Because of the condition of the device not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the doctor was performing a takedown of urethral rectal fistula and transperineal repair of rectourethral fistula with gracilis muscle flap joint with kobayashi and gelman and the upper jaw of the enseal device broke off into the patient. It was not reported if the upper jaw was removed from the patient. It was not reported how the case was completed. One device will be returned for analysis by the sales rep.